Event description:
It was reported that universal driver shaft screwdriver - part # 2107-1015 was being used on a primary hip case and when the surgeon was screwing in the screws to install the cup, the entire head end of the screwdriver broke off form shaft of screwdriver. The surgeon was able to extract broken piece of the screwdriver from the pt and proceeded to continue screwing in the screw with a second screw driver and the tip of the screwdriver stripped ended up twisting and the head no longer lines up with screw head holes and must be replaced. The surgeon was able to finish tightening the screw with second screwdriver and upon removal of the screwdriver, the damage was noticed. The surgeon completed the case but both screwdrivers are unusable now and must be replaced. Doctor was implanting a tritanium cup, screws, liner, and a secure fit stem on pt's left hip.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.